Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Wrong test strips return-unable to test. Most likely underlying root cause of malfunction: strip issue. Note: manufacturer contacted customer on 4/18/201/ and 4/25/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that she is legally blind. No symptoms or medical attention were reported. Customer is satisfied with the new meter. Customer was using the wrong strips on her glucose meter. The product was not used as intended. All the low results in the meter's memory are product of the customer's wrong test practice.

Event description:
Customer called in states meter reads e-5 and e-7 and meter gives her a reading of 22 mg/dl fasting. Customer is using true metrix test strips with true result meter. After the memory review customer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. Customer states her freestyle meter read 489 mg/dl fasting. Customer states she doesn't need medical attention and she already spoke to her doctor about her blood sugar. Customer states her normal range is in the 400's fasting but her doctor wants her to read between 100-150 mg/dl fasting. Customer report symptoms of blurry vision but she states on a follow up call that she is legally blind. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).